Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on both the tip and plunger clamps in the reported problem area of the pipettor assembly. The tip clamp and sleeve were cleaned and the plunger clamp and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.